Manufacturer narrative:
The reported field event of inappropriate device reset was confirmed in the laboratory due to review of the device image. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to device implant, the new implantable cardioverter defibrillator (ICD) was in backup mode. The ICD was not used. There was no patient involved.